Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a company representative regarding an unknown patient who was receiving compounded baclofen (concentration 4000 mcg/ml, unknown dose) via an implantable pump for an unknown condition. The health care professional stated that she believed there was an intrathecal baclofen overdose and the patient was on their way to the hospital. The patient's pump had been refilled 2 days prior and patient ended up in the hospital with what the heath care professional believed was an intrathecal baclofen (itb) overdose shortly there after the refill. Per the health care professional, the patient was severely lethargic but had no respiratory depression and had not had to be intubated. The symptoms begun suddenly. The doctor who refilled t he pump believed there may have been a partial pocket fill at the refill 2 days ago but the reservoir had not been accessed to date. The patient¿s doctor told the health care professional that there was less drug then expected at the pump refill but had no figures/details of that. The patient was on the way to the hospital where caller (health care professional) practices. The health care professional inquired of next steps. Pertinent information was reviewed. The health care professional later inquired about additional troubleshooting and the overinfusion field communication and was given the overinfusion field action info, itb overdose/withdrawal procedures, contact information for drug testing companies and the pump refill accuracy charts.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.